Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer encountered an error on arm 3 at startup. Customer tried multiple restarts and an emergency power off (epo) of the patient side cart (psc) with no change. Customer will check with the doctor to see if they can do the case 3 arms and if they have a different system they can move to. There was no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In remotefe, the 32056 error with error 1123 p3=3 was found indicating the axes controller arm (aca) in usm3 failed to initialize inter-integrated circuit (i2c) device pointing towards the pitch searchlight, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32056 error was triggered indicating fault on the pitch searchlight, replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where usm agc current was found to be failing on the pitch searchlight. Once testing was completed, the pitch searchlight flat flex cable (ffc) was aba tested and was verified to be the source of the fault.